Event description:
Information received with return of the explanted device notes that the patient came to the hospital after feeling lightheaded. An ECG confimred a pacing failure. The lead was replaced.